Manufacturer narrative:
Follow-up submitted as it was determined this is a duplicate of medwatch 0001831750-2015-00599.

Event description:
It was reported via repair work order that the bed had reduced brake force due to worn brake plates and a user was allegedly injured. No patient was affected and no additiional information is available pertaining to the user.

Event description:
It was reported via repair work order that the bed had reduced brake force due to worn brake plates and a user was allegedly injured. No patient was affected and no additional information is available pertaining to the user.